Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/13/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. Reportedly, the pediatric patient was using an adult receiver. No additional patient or event information is available. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.